Manufacturer narrative:
Concomitant product: graft strattice, (product ID: unknown, lot number: unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced mesh infection, exposed failed mesh, and scarring. Post-operative patient treatment included revisions surgery and mesh removal.